Event description:
It was observed that during the device evaluation, the subject device exhibited foreign material inside the nozzle. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The event can be prevented by following the instructions for use which state: preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Based on the results of the investigation, and the condition of the returned device, a definitive root cause for the reported failure mode could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.